Event description:
It was reported that: since knee surgery, patient is hearing a popping noise when walking. Patient states that he can feel the popping going up his leg. Patient has had x-rays done on his knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report. (B)(4): remains implanted.

Manufacturer narrative:
An event regarding popping involving an unknown stryker knee was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records or x-rays were made available for evaluation. Device history review. A review of the device history records could not be performed as no lot information was provided. Complaint history review. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that: since knee surgery, patient is hearing a popping noise when walking. Patient states that he can feel the popping going up his leg. Patient has had x-rays done on his knee.